Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had helium leak issue. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6). Full contact person e-mail address: (B)(6).

Manufacturer narrative:
Updated fields: b4, b5, d5, d8, e1, e2, e3, g2, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, health effect ¿ impact codes, component code), h11. The fse also discovered the unit leaking helium at other regions within the console. The fse reported that the chassis (cart) is misaligned e.g. The fitting, quick disconnect, valved, fitting, quick disconnect, male, along with the latch, transport, hook assembly no longer engage to lock the console in place. It was reported by the fse that the helium leak within the console is resolved by replacing helium tubing assy, fitting, disconnect male, bushing housing, o ring, high pressure regulator and 300 psi valve. The hospital cart is misaligned and is not repairable; it will have to be replaced. The fse states the customer decided to retire and hold off on a new cart purchase. While stated, they planned on buying a new unit in the future.

Event description:
It was reported that the during preventive maintenance it was found that cardiosave intra-aortic balloon pump (iabp) unit had helium leak issue. There was no patient involved.